Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was returned, unable to locate for evaluation. Design-related issues: the design of the truliant femoral impactor locking head has been in the field since 2017. Exactech is aware of 6 similar complaint reports involving truliant femoral impactor locking heads due to a fractured thread shaft and an inadequate welding between the screw and washer subcomponent since 2017. Because the truliant femoral impactor locking head is used in total knee surgeries, sales data for truliant femoral components was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. The inadequate weld failure was previously investigated. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which have been in the field since 2017. This issue regarding the inadequate weld was not found to be manufacturing related. (B)(4) for additional information. A review of the risk management report(rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Corrective actions are not required because the occurrence rate is " very low", and the risk is captured in the rmr. Inadequate information was provided to determine the cause of the broken device reported. However; it may have been the result of either applying a bending moment to the locking arm, which led to plastic deformation and ultimate fracture of the screw threads or inadequate welding between the screw and the washer subcomponent applied during manufacturing assembly. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There was no reported patient adverse event. Failures can be confirmed because the device was not available for evaluation and no further information was provided.

Event description:
It was reported from the us that the surgeon was impacting with the device when the impactor broke at the bolt that holds the clamp arm on. All pieces were account for and there was nothing left in wound site. The agent was present at surgery with no adverse event to the patient. The agency associated with this event is inactive. No further information is available.